Event description:
3.6 kg female neonate was delivered vaginally with assistance from forceps following a failed vacuum attempt involving 2 "pop offs" of the vacuum. Baby had a moderate subgaleal hematoma and a moderate size epidural hematoma. She had significant metabolic acidosis. She required a 4 day stay in the neonatal intensive care unit.